Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she went low at night and had seizures. The blood glucose reading was 17 mg/dl. Customer was at work, a coworker called the paramedics. The paramedics treated with gel and the blood glucose rose to 140 mg/dl. One hour later the blood glucose dropped to 50 mg/dl. Nothing further reported.